Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU, section general warnings) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The command guide wire used does not have a step, resulting in the filter coming off the wire resulting in surgical intervention, unexpected medical intervention. The investigation determined that the reported difficulties appear to be related to user error. Based on the reported information, exchanging the provided barewire filter delivery wire for the command guide wire prevented the ability to retrieve the filter causing the filter to come off the wire during the attempt to remove resulting in surgical intervention, unexpected medical intervention, and delay in treatment. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The command guide wire used does not have a step, resulting in the filter coming off the wire resulting in surgical intervention, unexpected medical intervention, and delay in treatment. The investigation determined that the reported difficulties appear to be related to user error. Based on the reported information, exchanging the provided barewire filter delivery wire for the command guide wire prevented the ability to retrieve the filter causing the filter to come off the wire during the attempt to remove resulting in surgical intervention, unexpected medical intervention, and delay in treatment. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction:- medical device problem code 1562 removed, 2923 added.

Event description:
Subsequently, after the previous report was filed it was noted that the filter did not separate, it dislodged from the wire. No additional information was provided.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. During a laser atherectomy procedure the emboshield nav6 was prepped with the correct barewire; however, was not long enough and was switched to a ht command guide wire. The filter floated off the wire when attempting to remove, into the tibioperonal trunk. Attempts to snare the filter were unsuccessful. Therefore, cut down was performed to remove the filter. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier "guide wire / fdw selection incorrect."